Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shock therapy was delivered due to the right ventricular (rv) lead oversensing noise, and a potential lead fracture. The lead has been capped and replaced and no further patient complications have been reported as a result of this event.

Event description:
Additional information revealed a possible insulation breach and high short interval counts (sic). Patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4469, competitive implantable pacing lead, implant: (B)(6) 2009. Model: 505da20, mechanical heart valve, implant: (B)(6) 2009. (B)(4).